Event description:
It was reported that bacteremia occurred. Methicillin-resistant staphylococcus aureus (mrsa) was determined to be a causative microbe. Subsequently, the patient's implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).